Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a low event. Patient reported that at around 7:30am, her husband called the paramedics because she was convulsing and in a sweat. Patient awoke to the paramedics treating her. Patient was given a dextrose IV to bring her blood sugar up. The paramedics left about an hour and fifteen minutes later, after ensuring the patient was okay. At the time of the event, the patient was not wearing the dexcom cgm. There was no alleged device malfunction. At the time of contact, the patient was at home and well. No additional event or patient information is available.